Event description:
The patient used the medela symphony pump on the preemie plus setting to both breasts. Reportedly, upon removal, patient reported that the skin on her right nipple peeled away. Per electronic medical record (emr), 75% of the patient's right nipple/areolar complex was abraded and painful. The left nipple was reportedly unaffected. Patient denied increasing the suction and indicated she used the pump at pre-set settings. Patient denied feeling pain during the pumping session.